Manufacturer narrative:
The device was received undeployed. The download data showed both timeouts and a drive stalls during the priming sequence of the device. The device completed first prime earlier than expected. The device was reset and paired to a pdm. The device delivered a 5u bolus successfully, and showed no timeouts, drive stall, or alarms in the rerun data. The drive stall can be determined as the cause of the needle not deploying. During inspection of the drive mechanism, contamination was observed on the commutator cap. It cannot be determined if this caused the drive stall because the rerun data does not reflect the drive stalls found in the original download data. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.